Event description:
The patient had communicated to baxter that she was having issues during therapy with fibrin. A follow up call was placed to the patient's nurse at which time the nurse indicated that the patient would be switching to hemodialysis related to the fact she had peritonitis. No other information was provided. There were no allegations against any baxter's products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4).a batch review was performed for potentially associated lots for the cassette (h10b13031, h10c01042) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.